Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that during maintenance the high flow insufflator pressure switch was not operating properly. There were no reports of patient involvement.